Event description:
It was reported that the user experienced an occlusion alert on an ilet pump while using a contact detach infusion set, accompanied by high blood glucose of 383 mg/dl, which began to decline during the call after the user changed supplies; the device was expected to continue delivering correction doses to return glucose to range. Customer care provided support that included education performed with the user. Investigation of this case revealed an insulin flow occlusion that resolved after infusion set and related supplies were changed, consistent with an infusion set or tubing obstruction. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set pathway.